Manufacturer narrative:
An event regarding an intra-operative dislocation involving an anato stem was reported. The event was not confirmed. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: based on the information provided by the treating surgeon, this event is not device related but rather due to patient anatomical factors. The surgeon implanted the anato stem but during the closed reduction of the hip with a trial head component, the joint was found to be unstable and a dislocation occurred intra-operatively. The surgeon stated that the patients muscles were more lax than anticipated and elected to remove the anato stem and implant a restoration modular component instead for more stability. The surgeon stated that the patient¿s anatomy required another stem to complete the case. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
During a primary tha, the surgeon had successfully implanted all the final devices with the assistance of the mako robotic arm. He attempted to reduce the hip with a head trial and found that the hip was unstable and the patient dislocated. The surgeon indicated that the patient's muscles were looser than he anticipated. Therefore, he removed the anato stem and implanted a restoration modular stem to offer more stability and the case was completed successfully. It was noted by the surgeon that the bone cuts were accurate. However, the patient's anatomy required another stem to complete the case.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
During a primary tha, the surgeon had successfully implanted all the final devices with the assistance of the mako robotic arm. He attempted to reduce the hip with a head trial and found that the hip was unstable and the patient dislocated. The surgeon indicated that the patient's muscles were looser than he anticipated. Therefore, he removed the anato stem and implanted a restoration modular stem to offer more stability and the case was completed successfully. It was noted by the surgeon that the bone cuts were accurate. However, the patient's anatomy required another stem to complete the case.